Event description:
On (B)(6) 2013, the patient contacted animas, alleging that he had loss of conscious and was hospitalized after he accidentally took two bolus doses via the animas insulin pump. The emergency response team tested the patient at 24 mg/dl and transported him to the ER. The patient reportedly was treated with glucagon and d50. Since the ER treatment, the patient is currently on insulin pump therapy. He stated that he met his diabetes educator to setup and review his new insulin pump. During troubleshooting, the animas representative noted that there was product misuse involve as the patient did not follow insulin pump safety precaution per instruction for use. This complaint is being reported because the patient accidentally took insulin via the animas insulin pump and suffered hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.